Event description:
It was reported by the user site that on (B)(6) 2026, during use of a 3dimensions, the gantry initiated an emergency shutdown and multiple system errors related to gantry motion were generated. The event occurred prior to a patient exam. No patient or user injuries were reported. A hologic field service engineer (fse) reviewed the system logs and determined that the shutdown was triggered by detection of uncommanded vertical motion. The vertical travel assembly was inspected by the fse and found to be operating properly; however, the vertical drag brake was identified as the likely cause. The mechanical drag brake was replaced by the fse with an electromagnetic drag brake. Following the repair, the system was tested and verified to be operating according to manufacturer specifications. No further information is currently available.